Event description:
Patient had robot-assisted bilateral hernia repair with mesh on (B)(6) 2024. Patient returned to hospital two days later with right swollen groin and pain. The x-ray revealed recurrence of his right scrotal inguinal hernia. Patient required repeat surgery on (B)(6) 2024, and the mesh was found folded upwards. Mesh surgical 3dmax 17x12cm 7x5in right mid xl inguinal - log3209447.